Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of changing basal rates and as a result had to go to the emergency room. Customer requested and received assistance with reprogramming basal rates. Customer's blood glucose was 177 mg/dl. Customer declined troubleshooting.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer went to the emergency room for treatment of the high blood glucose levels that were initially reported. The customer was not hospitalized.